Event description:
It was reported that a pump would constantly alarm for upstream occlusion, when no occlusion was present (medication, programmed amount, and delivery rate unknown). It was further reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The pump was received by baxter and the reported symptom of "frequent upstream occlusion alarms" was confirmed. The pump was tested and the upstream sensor signal was found to be out of specification. The upstream pusher was replaced, and the upstream sensor was recalibrated.